Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead was found to be fractured with pacing impedance measurements greater than 3000 ohms as well as noise. The lead was successfully capped and replaced. No adverse patient effects were reported.